Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3067 showed one similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported at the time of breaking the introducer, the introducer did not break correctly, needing to be cut to be removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty breaking the handles on the microintroducer sheath was confirmed and appears manufacturing related. The product returned for evaluation was a 4.5fr microintroducer sheath. The sheath had been split prior to being returned to bd. It did not appear that the sheath handle split easily, the break edges on the handles were not from a clean smooth break but were instead jagged with the handle material stretching and crazing rather than making a clean break. In addition to the returned sample, a photograph and a video were returned for evaluation. The photo and video appeared consistent with the returned sample. The video showed the 4.5fr microintroducer sheath being used. The distal tip of the sheath was positioned inside the insertion site with the catheter passing through the sheath. The tabs had been peeled apart, but a portion of the orange tab material did not break between the two tabs. It appeared that the material was strained, but was still connecting the two tabs, which prevented the sheath from peeling apart. The poor breakability and peelability will be considered manufacturing related. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported at the time of breaking the introducer, the introducer did not break correctly, needing to be cut to be removed. No other information was provided.